Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative performed an onsite investigation. The connectors on the system interface and single board computer were reseated and secured in the rack. The system was tested and found to be working as intended and returned to service.